Manufacturer narrative:
The microcatheter (catalog name and number is unknown) and the y adaptor were not reported or returned. The coil was returned unsheathed and unprotected. Located at the marker band, the dpu has been bent. The coil's socket ring has been pushed down inside the outer sheath. The distal end of the outer sheath has been compressed by the coil's socket ring. The distal tip of the dpu and the proximal end of the coil are no longer concentric. This did not affect coil advancement inside the introducer sheath or the microcatheter. Located proximally 27.0 cm off the distal tip of the green introducer, the dpu protrudes outside the sheath for a length of 14.0 cm before entering the resheathing tool. No mechanical damage or other anomalies were found to the sheath. The coil was returned undamaged. Using an in-house 14 series microcoil compatible microcatheter; the coil was introduced multiple times with no resistance encountered. The coil was then advanced through and out the distal tip of the microcatheter multiple times with no problems encountered. The evidence strongly suggests that interference inside the microcatheter contributed to the complaint event. It cannot be determined if this interference was of a fixed or detached nature. In addition; the microcatheter¿s catalog name and number were not provided. Also; without the return of the microcatheter and the y adaptor used in the procedure; it cannot be determined if these components contributed to the complaint event. Review of the manufacturing documentation for this lot revealed no issues potentially related to the reported complaint. Therefore no action is taken. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.

Event description:
While delivering the cashmere (crc140717-30/ g13632) in the microcatheter(brand; size unknown); physician felt a severe resistance and the coil got stuck at the proximal end of the microcatheter. The coil was replaced with a new one (same size; lot # unknown); and he was able to deliver the coil to the target aneurysm with no resistance felt. It is unknown if the microcatheter was replaced with another one. The procedure was completed with no further difficulties. There is no detailed information on how the procedure was completed. No patient injury was reported. The complaint product is going to be returned for analysis.